Manufacturer narrative:
This product is not available for testing and evaluation. Additional information has been requested and will be submitted within 30 days upon receipt. This is also one of two products invovled in the same event and were reported under the following manufacturing numbers 3003742446-2006-00532 and 3003742446-2006-00533.

Event description:
Eleven months and nine months after receiving two stents, the patient had a bypass procedure of the stented area. The patient further reported stents that it was some time ago that she had concerns about her stents. Ever since the stents were placed, she was reported to have experienced some strange pains. After the above noted time frame, a triple bypass was performed and both stents were bypassed. The patient reported to continue to having a pinching pain where they are then it causes pain. She was reported to be unable to stretch or move her chest or arms very much or it causes these pains to happen. Attempts were being made to get in touch with the implanting cardiologist. The patient also indicated "I want to find a doctor who knows much about stents to try to see it that is what is causing the pinching pain at times."